Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle shield separates and needle stick (prior to use-medical intervention) on lot # 7065750. Investigation summary: customer returned photos of a poly bag of 1/2cc, 8mm, 30g syringes from lot # 7065750. Samples were not returned by the region due to covid-19 concerns, as per the complaint coordinator. Customer states that one of the syringes was without the shield, and it was loose inside the sealed package and there was an accidental perforation of the patient. The photos were examined and exhibited one syringe without the shield in the poly bag, exposing the cannula, which could result in a needle stick. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 7065750. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child. On 01 apr 2020, (B)(4) received a complaint, via a photo for shield off in package. The picture exhibited a syringe with a missing cannula shield. The cannula was sticking out of the polybag. A loose cannula shield can be seen inside of the sealed polybag. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. When the polybag is released it drops by gravity to a conveyor where it travels over a scale and to the automatic packing operation. Inside the packing operation, cartons are erected, bags are picked up from the conveyors by robots and placed into the erected cartons, and then they are closed. The cartons pass over a scale before they are packed into the shipper. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm 10bag 500 l amr experienced a damaged or open unit package. It was also involved with a serious injury in the form of medical intervention. The customer experienced a needle stick from a syringe without a protective cap within the packaging and received medical intervention as a result. The type of tests performed have not been specified, but it was mentioned that no complications have resulted from the needle stick. The following information was provided by the initial reporter: client informs that a patient went to the pharmacy and reported that in the purchased lot, one of the syringes was without the shield, and it was loose inside the sealed package. There was an accidental perforation of the patient and she went to the doctor, where she underwent all the exams and, so far, had no complications due to the perforation.